Event description:
It was reported that for one week the patient felt awful and the implantable neurostimulator (ins) was not working. The diary indicated that the ins was off on (B)(6)-2014 and then from the (B)(6) it was off as well. Then on the (B)(6) it was turned back on. The patient stated that he did not turn the ins off. The patient noted that on (B)(6)-2014 he did go to the dentist for post placement and an x-ray. The patient confirmed it was just a diagnostic x-ray and not a CT panoramic x-ray. The patient had not seen any ¿call doctor¿ icons on the patient programmer. The patient¿s wife stated that whenever they checked the ins the programmer showed it was ¿on.¿ at the appointment on the day of the report the ins was on and no error or observational messages were noted on the clinician programmer screen. The impedances checked out fine and were normal. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v576421, implanted: 2011-(B)(6), product type lead. Product ID 3387s-40, lot# v705412, implanted: 2011-(B)(6), product type lead. Product ID 37085-40, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 37085-40, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).